Event description:
I received a zimmer unicompartmental hiflex knee system in (B)(6) 2016. No problems post surgery or daily living until (B)(6) 20176 when I started experiencing strong pain on the outside of the affected right knee. I went to my surgeon and comparing x-rays 6 months after surgery and (B)(6) 2017, x-rays showed a dark shadow immediately below where the device is anchored. My surgeon sent me to have a nuclear body scan to rule out any other issues. The report showed the device was loosening and failing. I visited my surgeon the first of (B)(6) and he noted total failure of the zimmer device and a total knee replacement is scheduled for (B)(6) 2018. I am a (B)(6) year old female, (B)(6) and in good health. My exercise includes walking, swimming or bicycling, which I have not been able to do since (B)(6). I have not had any falls or accidents that would have affected the knee. Since (B)(6) 2017 my health has made a steady spiral downward. I started out on a cane due to pain and instability and by the (B)(6) have been on a walker with chronic pain of 7 to 10. Two tramadol 3 times a day helped up till (B)(6), when the pain has escalated to the point that I asked my surgeon for hydroco/apap 7.5-325 which I have been taking 4x a day until this week, when the dr suggested strongly that I do my best to return to tramadol so as not to interfere with pain control after friday's surgery. My doctor also shared that of the patients that he has used this device for over the past 2 years, he has seen a 50 percent failure rate. I researched this product and saw that this model, but with different lot numbers was recalled in 2016. The issues with that recalled device are the same I am dealing with now. My partial knee replacement in 2016 was to last 5-10 years so as to bridge the time frame before a total knee replacement might be needed. This device didn't make it 18 months. The pain, instability and overall health decline has been unbearable, not to mention my emotional state, having to ask my (B)(6) year old mother in law for help. Two weeks ago I had difficulty surviving a routine grocery trip for fear of not making it to the car. I can actually feel the loose parts shifting inside of my knee and feel/hear the popping sounds with any knee movement. The dependence on the left knee has irritated my sciatic nerve pain and aggravated my lower back. I am basically immobile and house bound at this point, thus this formal complaint about the zimmer unicompartmental hi flex knee system! Zimmer unicompartmental high flex knee system - lot 63006783 edi-00584201202 femoral, ref-5842-12-02, size b, tibial - lot 62888066 edi-00584200102, ref-5842-01-02, size 1, articular surface - lot 62686349, edi-00584202110, ref 5842-21-10. I will have total knee replacement on (B)(6) 2018 and I will request that all pieces and parts that are removed to be returned to me as evidence if needed at a later date.